Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "feels like a broken balloon, rippling, it feels like they ripped through the muscle", and exchange from textured to smooth breast implants due to the patient¿s concern with the product. The device remains implanted.